Event description:
Pt reported experiencing periodic low blood glucose (30-60 mg/dl), while wearing the device. They stated that they are receiving too much insulin, during bolus deliveries. Additionally, they reported that, after examining the device's bolus history, they found that some of the bolus amounts did not agree with what they recalled programming. Pt self-treated by eating glucose tablets. At the time of the report, pt had switched to insulin injections.